Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from drawers 2.1 and 2.2 not functioning correctly. A field service engineer replaced both closed position sensors to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es 2.1 drawer consistently malfunctioned. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.